Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00159. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 using the penumbra system reperfusion catheter 041 and 054. Before the procedure. Intravenous tissue plasminogen activator (IV t-pa) was not administered. A reperfusion catheter 054 was advanced to the m1 along with a chikai neurovascular guide wire 0.014 inch through a shuttle select 7fr, however it could not reach. Again the reperfusion catheter 054 was advanced along a reperfusion catheter 041 but failed. The patient was given 5,000 units of heparin and 360,000 units of UK were injected into the selective artery. Approximately, nine hours after the ai, the patient expired of cerebral hemorrhage. Physician's comment: the penumbra catheter could not be reached or used. The intracranial hemorrhage was caused by the ai UK. This event was not related to the penumbra system or the procedure.